Event description:
Customer reports back to back testing on the same meter while using the advantage system and different vials of strips of the same lot number with results of: 93 mg/dl and 212 mg/dl. 95 mg/dl and 206 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.